Event description:
It was reported that during a liver resection procedure, when dividing the liver vessels, the stapler was closed, but the firing trigger didn't work till the end and stuck. The stapler was returned washed together with the cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it became stuck? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? The closing trigger was closed and the firing trigger didn¿t work on 2nd firing. Was buttressing material utilized? If so, which product? - no. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing or opening)? - no. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.